Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the phalanx and metacarpals of the fifth msi fingers surgery performed on (B)(6) 2020, the two (2) drill bits were split while drilling through a grid plate. Broken device was easily removed. A backup device needle k 1.0 was used to complete the procedure. A nail was placed because the fracture was comminuted. There was surgical delay of thirty (30) minutes due to the reported event. No other medical intervention required. The procedure was successfully completed. Concomitant device reported: unknown plate (part #: unknown, lot #: unknown, quantity: this report is for one (1) drill bit ø1 l46/34 2flute. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 513.005, lot: f-29387, manufacturing site: selzach, supplier: sphinx werkzeuge ag, release to warehouse date: january 24, 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.